Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. A further pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad (B)(4) devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.